Event description:
It was reported that this pacemaker exhibited oversensing of electromagnetic interference (emi) noise from a medical procedure. The minute ventilation (mv) feature was disabled, and an inappropriate atrial tachy response (atr) episode was stored as a result. The device remains in use. No adverse patient effects were reported.